Event description:
A peritoneal dialysis (pd) patient reported that cycler screen went blank during unknown phase of treatment. The patient was asleep, but a burning smell coming from the machine caused patient to wake up. The patient pressed ok, stop, and touched the screen, rebooted cycler, but the screen remained blank. This is an out of box failure. The fresenius technical support representative issued a replacement cycler and advised the patient to stop using the machine. The patient will perform alternate manual treatments until new cycler arrives. Upon follow up, it was determined there were no patient adverse events and no medical intervention was required. The patient was able to complete treatment by manual exchange. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area near the catch posts. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid found on the bottom cover during the inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) found that the front panel assembly was replaced on (B)(6) 2022 due to a shorted t1 transformer on the inverter board. The shorted transformer caused the display to be blank. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the inverter board.